Event description:
On (B)(6) 2012 the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a power issue with her one touch ultra meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter not turning began on (B)(6) 2011. She stated that she manages her diabetes with a combination of lantus (20u) and humalog (sliding scale) and due to the alleged issue every day for the last month she increased her dose of humalog by 6-7 extra units. The patient claimed within days after the alleged issue started she felt "symptoms of high blood sugar". She denied receiving any form of medical intervention in response to her symptoms. During the initial call with customer service, the agent noted that the batteries were not due for replacement and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.